Event description:
It was reported that the device was found to be off unexpectedly during a heparin infusion on (B)(6) 2020. The heparin 25000unit/500ml continuous infusion was programmed to run at 13 unit/kg/hr vtbi 480ml. The primary nurse set this infusion rate at 10:41 and unexpectedly found the pump to not be infusing at 14:53. At that time, the heparin drip order was discontinued and re-ordered at 16:50 at the same rate of 13 units/kg/hr. There were no further reported issues with the pump turning off. The next day on (B)(6) 2020, the patient's anti-xa level was sub-therapeutic, and the drip rate was increased to 14 units/kg/hr. The drip was ultimately discontinued as the patient was made comfort care, which was confirmed to be unrelated to the heparin infusion event. It was reported that this occurred on 1ms, a medical-surgical unit.

Manufacturer narrative:
Correction on initial report: d.1, d.4, g.5 & h.4. Additional information provided: d.10 & d.11. The customer¿s stated issue of the pump unexpectedly turned off during heparin infusion was confirmed. Review of the pcu error log shows no malfunctions on the reported event date and time. The log review found three devices infusing on (B)(6) 2020 at 11:07 am when the pcu was unplugged and then switched to battery power. Approximately 2 hours later there was a channel disconnect that was restarted after the device reconnected. At 2:52:40 pm the lb1 battery alarm occurred. Then less than one minute later the lb3 battery alarm occurred and all infusions paused. Software engineering stated that the battery was previously removed and reinstalled on (B)(6) 2019 without performing battery conditioning as required. Because of this, the battery operated on default capacity (3400 mah) while it only had 2990 mah. The battery logs of the pcu show that the battery was removed and reinstalled on (B)(6) 2019 without performing battery conditioning. Functional testing consisting of battery discharged without prior warnings test method was performed on the pcu which found the pcu battery was approximately 4 years old with a date code of 1634. The customer¿s device was charged for 24 hours and then fast conditioning was performed and found the battery capacity was 3811 mah. The battery was replaced with a known good cad battery and then charged for 24 hours. Post inspection conditioning noted the pcu was operating as expected with all battery alarms functioning. The proximate cause of the customer¿s report that a pump unexpectedly turned off during a heparin infusion was determined to be due battery discharge event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was found to be off unexpectedly during a heparin infusion on (B)(6) 2020. The heparin 25000unit/500ml continuous infusion was programmed to run at 13 unit/kg/hr vtbi 480ml on an 89 year old female diagnosed with ischemic colitis. The primary nurse set this infusion rate at 10:41 and noted that the pump was turned off at 14:53. At that time, the heparin drip order was discontinued and re-ordered at 16:50 at the same rate of 13 units/kg/hr. There were no further reported issues with the pump turning off. The next day on (B)(6) 2020, the patient's anti-xa level was sub-therapeutic, and the drip rate was increased to 14 units/kg/hr. The drip was ultimately discontinued as the patient was made comfort care. It was reported that this occurred on 1ms, a medical-surgical unit.